Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented to the hospital due to the device no longer working. Two weeks later, the patient underwent surgical intervention and the physician found there was a crack in the right cylinder connecting tube. The ipp pump was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned device underwent a thorough analysis. Visual examination of the pump identified the pump tubing was cut down to the pump block and the tubing was not returned for analysis. The pump passed the leak testing; however, the component failed the activation testing performed. Based on the information available, the reported observation was confirmed, so a conclusion of cause traced to component failure was chosen.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented to the hospital due to the device no longer working. Two weeks later, the patient underwent surgical intervention and the physician found there was a crack in the right cylinder connecting tube. The ipp pump was explanted and replaced. There were no patient complications.